Event description:
This is report 1 of 2 for the same event. It was reported that during a cochlear implant surgery an "e8 error code was received" on the console device when in use with the motor device. The reporter clarified that the error code would come when the motor device was not in use. The user would reboot the console and the issue would resolve. The user "had to reboot" at least twice during surgery. The case was completed with the same motor device. The reporter stated that there was no issue experienced with the motor device during surgery. The planned surgical procedure was completed without delay as a spare device was available for use. No patient harm, adverse outcome or injury was alleged. It was reported that the console device was tested with a different motor device post-surgery, and the failure could not be duplicated. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.